Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown , UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and fecal incontinence. It was reported that the trial started on (B)(6) 2022. It was reported that the patient stated they were not feeling themselves since the procedure. The patient mentioned they noticed blood on their depends after the procedure because of the incision from the procedure. The patient is also taking antibiotics to avoid infection. The patient is concerned the device might not be working because of the blood and they hope they did not move the lead.  Patient was advised to contact their clinician with questions regarding medical advice or if they have questions about their health. Additional information was received from the patient. They reported that she has been having diarrhea and asked if that was normal. Support link advised patient to contact her clinician. She also mentioned that she has not felt well ever since she started the evaluation. Patient called back and reported she just got out of the hospital. Patient stated she had diarrhea and she had pain. She also stated she had swelling in her leg and feet.